Event description:
"I'm having issues with loose teeth, receding gum, crooked tooth line on the bottom and tooth sensitivity. After 2 weeks my retainers have loosened up and I cannot continue to wear them 24/7 to keep my teeth straight. My gums and teeth need to heal but can't with the aligners and retainers in. I would like a refund as this service is not affective long term I need to go a different route. Thank you."

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.